Event description:
It was reported (italy) intraoperative testing showed invalid contacts during an implant procedure. The physician decided to remove the lead and replace it with a new one, which resolved the issue. The procedure was extended approximately 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.